Manufacturer narrative:
A boston scientific technical services consultant reviewed the data which displayed interaction with the minute ventilation (mv) feature and discussed disabling it. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise which was oversensed and may have resulted in pacing inhibition greater than two seconds for this pacemaker dependent patient. No adverse patient effects were reported.